Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, a nurse reports that the procedure was completed successfully, however, when washing the instruments she noticed that the pulley of the instrument was loose and reports it immediately. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the pulley was broken.